Event description:
It was reported that balloon ruptured occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, during the first inflation, when the pressure was increased immediately, the balloon ruptured. The device was removed, and the procedure was completed with different device. There were no patient complications reported and the patient was in good condition post procedure.